Manufacturer narrative:
Method: actual device involved in incident was discarded by the complainant and not available for evaluation by welch allyn. Results: vaginal speculum.

Event description:
Welch allyn received a complaint in which the lower bill a vaginal speculum broke during an examination. The physician removed the broken speculum from the pt without incident. There was no injury to the pt. The customer did not provide a pt identifier.